Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00373. It was reported the patient's left octrode lead was fractured and showed multiple invalid impedances. The patient had fallen (B)(6) 2014 and was no longer receiving stimulation in her left leg. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads and ipg. The patient requested her ipg electively be replaced to take advantage of new technology. The patient is now receiving effective stimulation ad issue is resolved. The exact date of event ID unknown.